Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump switches itself off randomly. Caller reported that when pump switches itself off, it does not show any errors or make any warning. No adverse event reported. Requested return of the alleged device for evaluation.